Event description:
The customer reported the right head side rail had no bed functions. The customer alleged the patient developed pressure sores because of this malfunction. No medical intervention was reported at the time of the initial call. Specific details of the event including severity of injury, if the associated pressure sores were pre-existing, and medical treatment provided for the pressure sores were not provided. The following additional information was obtained from the patient's caregiver on (B)(6) 2022. The patient is a (B)(6) male with a history of traumatic brain injury in 2005 and lung resection that was performed on an unknown date after the brain injury occurred. Per the caregiver, the patient had a chronic pressure injury in the area of the right coccyx that had previously healed (date unknown). Approximately five months ago, the patient developed a new pressure injury in the same area that progressed to stage 4 on an unknown date. The caregiver did not know what stage the injury was at the time of onset five months ago but said it started out okay and got worse. The patient was hospitalized (B)(6) 2022 and the patient was sent home with a wound vac. A wound care nurse comes to the house 3 days/week to treat the wound. The caregiver stated the pulmonary functions on the bed are inoperable and are important to have due to the patient's pulmonary history. The patient has had this bed for 2-3 years. The caregiver did not provide any additional information. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The hillrom service technician inspected the device and found the right head side rail was unresponsive. However, lal functions were not affected. Percussion and vibration (p&v) would not start due to the side rail issue. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage IV pressure injury often requires medical or surgical intervention to preclude permanent impairment and therefore meets the definition of serious injury. It is unlikely the reported malfunction of right head side rail had no bed functions would contribute to a serious injury or death if it were to recur as the controls on the other side rail could be utilized. This event is not being reported due to a malfunction or deficiency of the device, but rather due to the serious injury involved due to misuse. Hillrom considers this complaint a reportable serious injury. The technician is waiting on parts and will schedule a visit to repair the bed. Based on this information, no further action is required.